Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On (B)(6) 2022, it was reported by a arthrex employee via sems that during an arthroscopic rotator cuff repair on (B)(6) 2022, an intra-articular burn occurred while using an ar-9811 apollo rf. The case was completed by using the same product. Continuous perfusion with a pump was performed during the procedure. No further information is available.